Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with a pericardial effusion three days following implant of their pacemaker and leads. Imaging identified a possible perforation by the right atrial (ra) lead. It was noted that the patient had an enlarged atrium and was in atrial fibrillation during the implant procedure. Despite the suspected perforation, no further action was taken as the pericardial effusion had resolved spontaneously and the patient's rhythm returned to normal sinus. Lead measurements were reported to remain within normal limits and were similar to values obtained at implant. No additional adverse patient effects were reported. This system remains in service.